Manufacturer narrative:
Investigation conclusion: customer's observation was not replicated in-house with retention product. Retention products were tested with 29 samples of drug-free donor urine; all mtd, coc results were negative at read time. No false positive were obtained. Mfg batch record review did not uncover any abnormalities. Root cause could not be determined from the information provided. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time.

Event description:
Distributor claiming their client was having false positive results for coc and mtd. No test lines developed in the test region for each drug, all control lines developed. Client unable to provide lab results but claimed they did confirmation testing and it was negative. No images or returns are available for investigation. No additional or patient information provided. No adverse patient sequela reported.